Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss provided surgery support, therefore, observed procedures with the surgical material/product that was used during surgical procedures. The fss tested the phacoemulsification unit and handpiece and found no issues with the operation of the unit. In addition, the handpiece was tested and voltages were within specifications. During the site visit, the surgeon mentioned they have not changed any surgical material product recently and all surgical material/brand has been used since 2012. The fss proactively replaced the handpiece as a precautionary measure and the surgeon¿s parameters were modified. At the time of the fss¿s site visit, the surgeon complained of cornea edema reoccurring and pointed out that the older amo unit had better results than the newer unit that was purchased in (B)(6) 2015. As a safeguard, the fss replaced the phacoemulsification unit. After the replacement of the unit, another visit was made by the fss and an amo phaco specialist to provide surgery support. It was found that the bad quality of balance salt solution (bss) from oftalmos contributed to the cornea edemas. The bss was changed to another brand (bausch lomb) and there have been no more reports of cornea edema. Through follow up and clarification, the surgery had made a change in material of the balance salt solution to the oftalmos brand. The surgery center normally uses the bausch and lomb bss brand. The fss and an amo specialist observed five surgeries with the replacement unit and the use of the bausch and lomb bss brand. All surgeries were completely successfully with no patient complications. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported corneal edema postoperative with a compact phacoemulsification unit. At the time of event, the clinic had initially reported at a post-operative exam there was one patient that developed cornea edema and no medical or surgical intervention was required and at one week post op, the patient outcome was good. Through follow up, the clinic revealed there were 7 cataract patients that experienced corneal edema. The surgeon indicated on 4 of the cornea edemas reported, he had decreased the ultrasound power in occluded and unoccluded mode therefore using less ultrasound power. The 3 additional edemas occurred with a different surgeon. There was an increase in medication to treat the cornea edemas. No additional information was provided. This is 2 of 7 reports.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the sovereign compact console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. All pertinent information available to abbott medical optics has been submitted.